Event description:
Customer reported a hospitalization event for high blood glucose. The customer stated she was hospitalized on a tuesday, at 4:00 a.m. The customer stated she was vomiting, frequently urinating, and had headaches prior to being hospitalized. The customer also reported being hospitalized because she had diabetes ketoacidosis. She also stated her healthcare provider informed her she had insulin failure and not insulin pump failure, causing her to have high blood glucose. The customer's blood glucose was 338 mg/dl. The customer stated she had bolused for her blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).